Event description:
Caller reported tandem mobi cartridge alarm "error 30". There was no reported adverse impact to the customer. Customer declined additional follow up with support and no further corrective actions were documented.